Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.503.610.01c, lot h451845: manufacturing location: monument. Manufacturing date: august 02, 2018. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a photo investigation was completed: reviewing provided picture, the complaint description can be confirmed that the secured part of screw holder is dropped out. The screw is still in the stand part of screw holder as intended. The exact cause of this occurrence cannot be defined, it is likely that any occurrence during transportation, storage or handling failure did lead to the complained condition. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the device was not returned in sterile packaging. No packaging material was returned along with the device. There was a small dent on the screw head which shows that there was an attempt to use the device. Thus, the complaint cannot be confirmed. The relevant drawings were reviewed during the investigation; no design issues or discrepancies were noted during the investigation. The complaint cannot be confirmed. A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter address line (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 2, 2018. Part number: 04.503.610.01c, 2.0mm ti matrixmandible locking screw slf- tpng 14mm. Lot number: h451845 (non-sterile). Lot quantity: (B)(4). Twenty pieces were scrapped in cell at op #10, turn complete, after a tooling breakage. Work order traveler met all inspection acceptance criteria apart from the twenty pieces noted. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log lppf/lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Reviewing the picture, the complaint description can be confirmed that the secured part of screw holder is dropped out. The screw is still in the stand part of screw holder as intended. The exact cause of this occurrence cannot be defined, it can only be assumed that any occurrence during transportation, storage or handling failure did lead to the complained condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the incoming goods check it was noticed that the device was damaged. There was no patient involvement. This report involves one (1) 2.0mm ti matrixmandible locking screw slf-tpng 10mm. This is report 1 of 1 for (B)(4).